Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show ¿placement signal not reliable¿ condition and unreliable placement signal was present throughout the case. Console was tested and initially the issue was not reproduced. When not distorted, measured ¿5s¿ parameters are within specification. The root cause of the aic issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the automated impella controller (aic) displayed optical signal and low flows were observed. Support was continued, and the patient was successfully weaned off the device.